Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two (2) 500ml exactamix eva (ethylene vinyl acetate) bags were leaking from the middle port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, d4, and h6. H4: device manufacture date - the lot was manufactured between may 27-29, 2023. H11: two actual samples and one photograph was received for evaluation. The returned photograph was reviewed, and it was noted that there was a leak into the outer pouch, however, the location of the leak could not be determined. The actual samples were functionally tested, and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.